Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with a strut on the first proximal strut row lifted slightly. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. The balloon was inflated to rated burst pressure without issue, maintained pressure, and the stent expanded successfully. The device was deflated successfully in 12 seconds which is within deflation time specification. Deflation time measured and the inflation device was verified before and after use. A recommended 0.014 inch guidewire was introduced into the device to facilitate the functional testing. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15aug2019. It was reported that device damage occurred. The target lesion was located in the right coronary artery. A 3.00x32mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the product was damaged. The procedure was completed with another synergy drug-eluting stent. No patient complications were reported. However, returned device analysis revealed stent damaged.